Manufacturer narrative:
Correction data:: the date the device was returned for evaluation was reported as may 07, 2018 in the initial medwatch. The correct date is june 11, 2018. Additional information: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device neuro tip was damaged, the crane strap was damaged (abrasion) and the ball bearings were worn. The device also failed the visual assessment pre-test. During further evaluation, it was noted that the device leg was drilled into. The root cause was due to improper use which is user error. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip on the attachment device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.